Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states the right side wheellock is loose and needs to be tightened.